Event description:
The customer reported the au680 chemistry analyzer generated two (2) false high ise (ion selective electrode) patient results which includes sodium (na), potassium (k), and chloride (cl). The customer did not provide patient demographic. The customer there was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 clinical chemistry analyzer. The fse inspected the analyzer and determined that the ise (ion selective electrodes) buffer valves had malfunctioned and causing failures. The fse replaced the ise buffer valve to resolve the issue. The fse performed system verification successfully without issues. The analyzer returned to normal operation. The customer was satisfied with service. Section a2, a4, and a5: information not provided by customer the beckman coulter identifier is (B)(4).